Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, a "ventilation service required" alarm sounded during an operational check of the trilogy o2 device. The manufacturer's service technician observed error code oxygen blending module (obm) accuracy urgent service in the device¿s event log. The manufacturer's service technician replaced the obm printed circuit assembly (pca) board to address this issue. The manufacturer's service technician performed the preventative maintenance test on the device, and it failed several test steps (negative flow verify, control pressure verification, monitor pressure verification, proximal pressure verification, o2 flow verify, atmosphere pressure verify, airstream temperature, obm table active, and obm o2 pressure) on this device. The manufacturer's service technician observed error code drift flow too high in the device's event log. The manufacturer's service technician replaced the 200/o2 sensor pca board to address these issues. Additional findings not related to the malfunction/issue was the manufacturer's service technician proactively replacing the following parts on the device: trilogy o2 pm kit, exhaust fan assembly, forty-three (43) micron filter, power cord, motor blower assembly, and stirring fan foam. After all parts were replaced on the device, the manufacturer's service technician performed the repair test and run-in test, along with the battery and valve checks on this device. The manufacturer's service technician confirmed the device was operating properly, and it was cleaned.